Manufacturer narrative:
Additional information was received and the physician is unsure of what caused the issue. The physician sent the patient to a retinal specialist and they are unsure if they plan to explant the lens. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2017. (B)(6). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that a patient is presumed to have endophthalmitis after implantation of a zxt150 20.0 diopter intraocular lens (iol). Patient was sent to a specialist. Follow up information provided the serial number and model of the iol and also described the issue as a significant eye infection. No further information was provided.